Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es doors were unstable with excessive hinge clearance, and oversized bins interfered with closure due to rear panel supports, leading to difficulty in closing, door bowing, reduced storage capacity, and repeated door latch failures requiring additional force. However, there were no delays or adverse events or injuries reported based on this event.